Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor implant procedure. Once the device was placed, intermittent loss of sensing was observed. Programming changes were performed. As the patient recovered sensing improved. The patient was stable throughout and will continue to be monitored.